Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 44 mg/dl which resulted in hospitalization, after wearing the pod longer than 48 hours. The patient was initially found unresponsive by their son and pod was alarming. Personal diabetes manager advised pod's insulin reservoir was empty. However, paramedics removed pod and drew 200 units of insulin from the pod. It was alleged that the pod was "full and she never got any insulin." As a result, it was believed that insulin had not been received by patient for 3 days. Patient had admitted that she "pulled the insulin out of another pod" and was being used with pod in question. Additionally, it should be noted that this patient has cancer and had been taking prescription narcotics. Paramedics treated patient with narcan, as they believed patient had overdosed on said narcotics. Patient was taken to the hospital where their blood glucose was officially measured and read 44 mg/dl. While in hospital, patient was treated with intravenous fluids and insulin. The pod is not available for return as the patient's husband had destroyed the device with a hammer. The patient's blood glucose, carbohydrate, and insulin history leading up to the medical event are as follows: (B)(6).